Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
On (B)(6) /2016 surgeon implanted twinhook in patient. On (B)(6) 2016 the surgeon attempted to remove the twinhook, but the outer pin could not be removed.